Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st w/ echo (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol ventralight st on (B)(6) 2018 and (B)(6) 2019. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #1). Per op notes, "a ventralight st using echo ps (device #1) was placed and tacked." (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of ventralight st using echo ps (device #1) and implant of ventralight st using echo ps (device #2). Per op notes, "the mesh (device #1) appeared to be migrated. Lysis of adhesions was performed, and the mesh (device #1) was removed. A ventralight st using echo ps (device #2) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol ventralight st on (B)(6) 2018 and (B)(6) 2019. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.